Manufacturer narrative:
Customer (person): initial reporter is manufacturer quality engineer. Occupation: quality engineer. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It was discovered during manufacturer bench testing on unopened, returned ultrathane dawson-mueller mac-loc locking loop multipurpose drainage catheters that one device leaked. This device and three other devices of the same lot were initially returned under the complaint recorded under MFR. Report # 1820334-2018-02422.

Manufacturer narrative:
Investigation - evaluation: a review of the device history record, instructions for use (IFU), manufacturing instructions, quality control, specifications, as well as a visual inspection and dimensional verification was conducted during the investigation. The customer returned a total of four unopened, unused catheters for another investigation related to a leak found between the tubing and the connector cap interface of the device. These catheters were from the same lot and were tested to determine if the same failure mode was present. No biomatter or surface damage was noted to the catheters. Catheter #4 was found to be out of specification, as the number of threads showing on the adapter exceeded what was detailed in the manufacturers specifications. This investigation is specific for catheter #4. A leak test was conducted and confirmed the presence of a leak between the catheter tubing and connector cap. Tug and twist tests performed revealed the proximal assembly was secure. Upon removal of the connector cap, the suture was completely wound in the threads. The flare appeared lopsided, but due to the compression of the flare within the cap and the potential for damage upon removal, it cannot be determined if the flare was manufactured to specifications. Additionally, a document based investigation evaluation was performed. A review of the device history record showed no nonconforming events which could contribute to this failure mode. A search of the manufacturer's complaint database identified one other complaint associated with lot number 8704979, which is for the same failure and the initiating complaint to this one (referenced in b5 under the initial MDR). Based on the information provided, the examination of the returned product, and the results of our investigation, a definitive cause could not be established. Possible root causes have been attributed to the suture running through the threads of the cap/adapter assembly interfering with torqueing and an inconsistent flaring process. Appropriate measures have been taken to address this failure mode. Additionally, the applicable department has taken part in defect awareness training. We will continue to monitor for similar complaints. Per the quality engineering risk assessment no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No new event description information to report at this time.